Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, lot# unknown, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain and multiple back operations reported the patient programmer (pp) increased amplitude all by itself and it worked intermittently. No out of box failure was reported. After the consumer received the new pp it wouldn't connect with the implantable neurostimulator (ins), showed the poor communication screen with the old antenna attached, and wouldn't work with the antenna. The pp was used without the antenna and the poor communication screen was seen. It was confirmed the recharger was able to connect and the ins was fully charged. After the consumer received the new antenna there was no telemetry and the poor communication screen was seen even after new batteries were tried. It was noted the programmer did work with the antenna. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the steps taken to resolve stimulation increasing on its¿ own and being too strong while sitting or standing was getting a new programmer; after this it was working great. The consumer stated what was wrong, was the antenna would not plug in or connect to the stimulator so therefore it wasn¿t working until they got a new programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.